Manufacturer narrative:
This is one of three reports submitted for the same event. Please reference MFR report #s: 9616099-2008-00437, 9616099-2008-00439, and 9616099-2008-00440. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
A male pt with a history of a family history of coronary artery disease and current smoking habit was admitted for coronary evaluation. The main indication for the intervention was stable angina pectoris. The pt was currently taking aspirin and beta-blockers. Intra-procedure, aspirin, clopidogrel, and aggrastat were administered. The first lesion treated was in the mid right coronary artery (rca). It was a 90%, type b2, native, de novo, smooth, readily accessible and concentric stenosis. The lesion had a reference vessel diameter of 2.75 mm and a lesion length of 14mm. Pre-procedure timi flow was I and post-procedure timi flow was iii. The lesion was not pre-dilated and a 2.75 x 18 cypher select plus stent was electively implanted to 20 atms. Post-procedure diameter stenosis was 0. The second lesion was in the mid left anterior descending (lad). It was a 90%, type c, native, de novo, irregular, readily accessible and concentric stenosis. Pre-procedure timi flow I and post-procedure 3. The lesion was pre-dilated with a 2.75 x 12 mm balloon and two (2) cypher select plus stents, a 2.75 x 23 and a 2.75 x 18, were electively implanted to 16 atms. Post-procedure diameter stenosis was 0. Medications post-procedure were aspirin, clopidogrel, statins and beta-blockers. Approximately one-day post index procedure the pt experienced a non q-wave myocardial infarction (mi). The area of distribution was undetermined. The cardiac enzymes were slightly elevated with max ck was 448 u/l. (Peak ck = 2 times uln; troponin < less than 2 times uln). The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Post-procedural myocardial infarction (mi) is a known potential complication associated with coronary stenting. Factors that increase the risk for post-procedural mi following pci include pt's comorbid conditions and presentation (acute or stable), procedural manipulations of treatment devices within the coronary arteries (balloon inflation, stent expansion, etc), un-recognized intimal damage (micro-dissections, plaque rupture, etc), and/or coronary artery spasm. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. In this case, there are multiple pt (two-vessel coronary disease, smoking), lesion (two critical 90% lesions treated) and procedural factors (stent in rca deployed at greater than rater burst pressure) that may have contributed to the reported event.